Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 550mg/dl. The customer's most current level was 470mg/dl. The customer treated the highs with the pump. The customer was unable to troubleshoot at the time of call and would like to troubleshoot meter. The customer was advised to call back when ready to conduct pump troubleshoot.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a severely scratched display window and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery alarm tests due to the alarm.